Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Painful - mouth [oral pain]; brush broke in mouth while brushing, painful [injury associated with device]; brush broke in mouth while brushing [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 16-aug-2016 that twice now an oral-b power oral care refills precision clean broke in his/her mouth while brushing with an oral-b rechargeable toothbrush, version unknown, noting that it was not only annoying, but also painful. The consumer stated that he/she bought the box of brush heads a long time ago. The case outcome was unknown. No further information was provided. A 17-aug-2016 received consumer's follow-up e-mail: the consumer reported that the brush head was in a pack with a few in it, and this was the second one which broke off with him/her. The consumer noted that they were from the same box, and this brush head was the last one. The case outcome remained unknown. No further information was provided.

Manufacturer narrative:
On (B)(6) 2016 product investigation results: reporter returned one toothbrush head on (B)(6) 2016. Toothbrush head confirmed to be counterfeit.

Event description:
Painful - mouth [oral pain]; brush broke in mouth while brushing, painful [injury associated with device]; brush broke in mouth while brushing [device breakage]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that twice now an oral-b power oral care refills precision clean broke in his/her mouth while brushing with an oral-b rechargeable toothbrush, version unknown, noting that it was not only annoying, but also painful. The consumer stated that he/she bought the box of brush heads a long time ago. The case outcome was unknown. No further information was provided. On (B)(6) 2016 received consumer's follow-up e-mail: the consumer reported that the brush head was in a pack with a few in it, and this was the second one which broke off with him/her. The consumer noted that they were from the same box, and this brush head was the last one. The case outcome remained unknown. No further information was provided.